Event description:
Legal counsel for the patient reported patient underwent a bilateral total hip arthroplasty on an unknown date. Subsequently, patient's legal counsel further reported patient allegations of personal injuries. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received from patient¿s legal counsel reports patient underwent a right total hip arthroplasty on (B)(6) 2010 and a left total hip arthroplasty on (B)(6) 2010. Subsequently, patient underwent a right hip revision on (B)(6) 2014 and a left hip revision on (B)(6) 2012, due to patient allegations of pain, swelling, inflammation,damage to surrounding bone and tissue, dysfunction, loss of range of motion, metal poisoning, metallosis, lack of mobility, and elevated metal ion levels.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2013-04493/-04494 & 2014-04359/-04260).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient reported patient underwent a bilateral total hip arthroplasty on an unknown date. Subsequently, patient's legal counsel further reported patient allegations of personal injuries. Additional information received from patient's legal counsel reports patient underwent a right total hip arthroplasty on (B)(6) 2010 and a left total hip arthroplasty on (B)(6) 2010. Subsequently, patient underwent a right hip revision on (B)(6) 2014 and a left hip revision on (B)(6) 2012 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, dysfunction, loss of range of motion, metal poisoning, metallosis, lack of mobility, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a right hip revision on (B)(6) 2014 and a left hip revision on (B)(6) 2012 due to pain and adverse tissue reaction. Left hip operative report noted the presence of fluid and metallic debris. The modular head, taper adapter and acetabular cup were removed and replaced with a competitor's acetabular system and a biomet head. Right hip operative report noted the presence of clear and straw-colored fluid, synovitis and a loose acetabular cup. The modular head, taper adapter and acetabular cup were removed and replaced with a competitor's acetabular system and a biomet head.